Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had just made an appointment with their healthcare provider because they had been having trouble with their stimulation. Patient said they were feeling like the therapy was not helping them anymore and they were getting shocked when they charged the battery. The healthcare provider said they had never heard of that and wanted the patient to contact medtronic to make some adjustments. When asked for event date, patient said it had been a couple months, potentially back to 2025. Agent reviewed role of representative and provided patient with phone number for healthcare provider office to call. Patient mentioned they were having surgery next week and did not know when they would be able to get back in to see healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.